Event description:
A female reported experiencing an infection in both eyes while using renu multiplus multi-purpose solution. The patient began using the product in 11/2005. The patient declined return of product. Medical records indicated that the patient began experiencing redness, itching, discharge and a swollen shut left eye. She discontinued wearing her contact lenses. The patient was seen by an optometrist 9 days later and diagnosed with a corneal ulcer and iritis in the left eye. The corneal ulcer was not within the central 4 mm, was infectious and a culture was not performed. The patient's visual acuity was decreased. She was prescribed ciloxan (left eye four times daily) and pred forte 1% (left eye four times daily). She was then seen again five days later and showed no improvement. Pred forte was increased to six times daily. The patient was seen again the next day and was worse. Pred forte was discontinued and the optometrist recommended the patient go to the emergency room. The patient presented to the emergency room that same day. All drops were discontinued and she was prescribed vigamox (every 30 minutes to 1 hour for two days). She was seen again 2 days later with no improvement. The patient was subsequently recommended to have a culture taken and referred to another physician. Left corneal scrapings were taken the next day. The patient also presented to the referred physician's office for an initial consultation/examination regarding her chief complaint of infection in the left eye. Preliminary culture results showed rare white blood cell's; no organisms. The patient was examined and the physician noted a corneal ulcer in the central 4 mm and it was infectious. The physician suspected microbial keratitis, possibly fungal. She was subsequently prescribed homatropine 5% (four times daily in the left eye). The patient had a follow-up appointment the following day (the next day) and noted that her comfort was decreasing and her left eye was very itchy. The physician's diagnosis remained the same and he recommended continuation of homatropine and also prescribed natamycin (every hour). The next day, she was seen again and reported that she was not as itchy. The physician noted improvement and recommended continuation of natamycin and decreased the dose of homatropine (three times daily in the left eye). Two days later, laboratory results confirmed the isolation of fusarium species. The patient was seen again 3 days later and stated that her eye felt better but it was still a bit blurry. She had continued to take her medications as prescribed. The physician noted that the fusarium keratitis was improving. Natamycin was to be continued (six times daily) and homatropine discontinued. A week later, the patient noted that her visual acuity was better. The physician noted that her condition continued to improve and natamycin was subsequently tapered. The patient discontinued natamycin. A final visit the next month, indicated that the patient has had no problems and her fusarium keratitis had resolved.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.